Event description:
It was reported that ez-io power driver did not work during use also led was off 30 min later the drill works again led is permanently green. Additional information: the device did not contribute to the patient's death. The needle size was 45mm, no pressure was placed on the device, the user had experience with placement and was aware of manual insertion. There was no time delay in setting up an intravenous access. The driver was to be used after 3 frustrating attempts to create an intravenous access. During attempt of the intrabony access with the driver the 4th intravenous access was successful. The io access was not successful. The drill was stored in the yellow soft case. No separate switch guard protection available; drill was in clip fixing in soft case. No regular battery checks, only after application, the led is permanently green. The last check was (B)(6) 2020.

Manufacturer narrative:
Qn#(B)(4) the manufacturing DHR file was reviewed. No recorded results of manufacturing issues or anomalies were reported. Ez-io driver 9058 (sn (B)(6)) was returned for evaluation. Upon receipt, the driver was visually inspected. No obvious signs of damage were observed. The sample was returned with the cradle (trigger guard). When the trigger was pulled the driver was operable and a solid green led light was displaying. The driver was then subjected to simulated sawbone insertions. This functional test is used to determine whether the returned device still has the capability to power a 45mm ez-io needle set into a medium and/or hard bone. The 45mm ez-io needle set is used because it represents the worst-case scenario for io insertion. Two (2) sawbones with medium (50 lbs/ft3) and hard (105 lbs/ft3) hardness profiles with 3mm cortexes were used for the test. Each insertion was timed with a stopwatch (ID: (B)(4)) while applying approximately 8 lbs. Of force on a weight scale (ID: (B)(4)). Approximately 5 to 8 lbs. Of force is necessary to penetrate bone. Below are the test results: medium profile (50 lbs/ft3). Insertion 1: 2.03 secs. Insertion 2: 2.25 secs. Insertion 3: 2.10 secs. Hard profile (105 lbs/ft3). Insertion 1: 3.03 secs. Insertion 2: 3.81 secs. Insertion 3: 4.12 secs. The driver successfully negotiated both the soft and hard saw bone insertion testing. The complaint cannot be confirmed. Several sections of the IFU will be referenced as part of this investigation report. The IFU states, "as with any emergency medical device carrying a backup is strongly advised protocol", "ez-io power driver led with blink red when the trigger is activated and has only 10% of battery life remaining", and "purchase and replace the ez-io power driver when the red led begins blinking". A review of the device history record found that the driver passed all the release criteria. The device was released in 04/2018 and is approximately 2 years old. The complaint cannot be confirmed. Functional testing has confirmed no fault found with this driver. No corrective/preventative actions will be assigned. Functional testing has confirmed no fault found with this driver. The driver ended the investigation with its light solid green. No further action required.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that ez-io power driver did not work during use also led was off 30 min later the drill works again led is permanently green. Additional information: the device did not contribute to the patient's death. The needle size was 45mm, no pressure was placed on the device, the user had experience with placement and was aware of manual insertion. There was no time delay in setting up an intravenous access. The driver was to be used after 3 frustrating attempts to create an intravenous access. During attempt of the intrabony access with the driver the 4th intravenous access was successful. The io access was not successful. The drill was stored in the yellow soft case. No separate switch guard protection available; drill was in clip fixing in soft case. No regular battery checks, only after application, the led is permanently green. The last check was (B)(6) 2020.